Event description:
It was reported while using plate thayer-martin selective agar there was a failure to inhibit proteus.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00164 was sent in error. This material # is an luo (laboratory use only) and does not meet the criteria of a medical device as stated in 21 cfr 803. Therefore, this complaint is not MDR reportable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using plate thayer-martin selective agar there was a failure to inhibit proteus.